Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer reported that the esc button was harder and insulin was squirted during priming. Customer reported that there was scratches on the top of the insulin pump casing. Customer reported that they did not get low battery alarm. Customer reported that they received random no delivery alarm and rejected new battery. The insulin pump will not be returned for analysis.